Event description:
A customer reported that during surgery, the sys displayed a message and locked. When they resumed the treatment, the sys displayed a message indicating that 116% of the shorts were finished. The pt is undercorrected. The pt will be followed and add'l laser treatment may be required. Add'l info has been requested.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).